Manufacturer narrative:
The device used in treatment has been returned for evaluation. The functional evaluation did not establish a relationship between the reported complaint and the device. The device was tested and performed within expected parameters. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history for the reported failure mode has been reviewed and shown that in the previous four years there have been further instances. These instances are being monitored to determine if additional corrective or preventative actions are required. This investigation has now been closed and recorded as no fault found. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. In parallel, we continue to monitor for any adverse trends relating to this product range. Please be assured that all products are released to the market following rigorous quality checks during production and prior to dispatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customers and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients' needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the renasys device was alarming blockage. The problem was detected during treatment and there was a delay <30min. There was no impact to the patient.